Manufacturer narrative:
Reliability analysis inspected 3 random sealed infusion set and performed hand prime using a new lab reservoir and saw diluent flows through infusion and out the catheter tip. Two of 3 infusion set passed per inspection. Remaining occluded at p-cap connection section. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by changing the infusion set. The customer was unable to troubleshoot at the time of call. The infusion set will be returned for analysis.